Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. We are filing this report in an over-abundance of caution due to an MDR regression analysis. The product was not returned for evaluation by the end user. Device was in use when the weld broke. The user was injured on her lower left extremity. Additional details are not available. Historical data for these complaints of the same nature was reviewed and found very limited reporting which shows no trend.